Event description:
It was reported that a cervical disc was implanted that reportedly appears to extend just past the posterior margins of the vertebral body on x-ray. The pt is reportedly asymptomatic, and this is only a radiographic observation at this time. No pt complications have been reported.

Manufacturer narrative:
The product was not available for return and evaluation. The implant trial did not exactly match the profile of the corresponding size implant. A corrective action was initiated to address this issue.